Event description:
It has been reported to us that during the procedure, it was found that one electrode of the catheter was apparently shifted from the right electrode position under the fluoroscopic view. After pulling back the catheter, it was clearly verified that the electrode was damaged, the inner wire was protruded. The patient had a cardiac echo and showed no patient injury. The sample has been returned for our evaluation.

Manufacturer narrative:
Sample has been received, evaluation has not yet been completed.